Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed cannula broken about 34mm from tip. Visual and optical examination identifies some indication of deformation consistent with bend stress overload; additionally, fracture angulation suggests a torsional component. The nature of the breakage is consistent with off-axis misalignment in conjunction with torsion of the cannula during removal.

Event description:
It was reported that the patient underwent a minimally invasive percutaneous surgical procedure at l4 to treat a degenerative disk. It was reported that the needle broke off inside the patients pedicle as it was being pulled out. The surgery was extended 2.5 hours while the broken piece was retrieved. The patient experienced swelling in the abdomen and numbness in the legs after the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.